Event description:
Related manufacturer reference number : 2017865-2022-05265. It was reported that an asymptomatic patient presented in clinic. During an unrelated procedure, it was visually observed that the right atrial and right ventricular (rv) lead had insulation damage. The physician elected to explant and replace the rv lead and to reposition the atrial lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Visual inspection found the outer insulation cut/damaged in multiple locations at the proximal region of the partial lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.